Manufacturer narrative:
Analysis and results: the involved batch is not known. As no batch number is available, the batch manufacturing record cannot be reviewed. We have not received samples from the customer. Without closed samples and/or defective samples a proper analysis cannot be performed. As stated in the instructions for use of the product, when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: without samples we are not in position of studying if the possible affected products do not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k133890.

Event description:
It was reported an issue with optilene suture. The client reported that 4/0 nonabsorbable sutures during surgical use, 4 broke during suturing. New suture was replaced promptly. No further information has been provided.